Event description:
It was reported that when an asymptomatic patient present in the emergency room, the device was found to be in backup vvi mode. The device code download was performed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that premature battery depletion was previously noted. The device was explanted and replaced.